Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. Co6461) for female sterilisation. The patient had a medical history of wisdom teeth removal, penicillin allergy, bacterial vaginosis, adhd, anxiety depression and smoker. Previously administered products included: tylenol. The patient had a family history of ovarian cancer, diabetes, hypertension and colon cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (s/p robotic: assisted laparoscopichysterectomywith left-sided salpingo-oophorectomycystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 form (B)(6) 2021. Tailing coils: right was 4, left was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: specimen: tissue, uterus, cervix, left fallopian tube, and left ovary, small portion right fallopian tube (essure bilateral). Final diagnosis: result: a) uterus with cervix, left fallopian tube, portion of right fallopian tube and left ovary, total hysterectomy with bilateral salpingectomies and left oophorectomy: cervix: no significant histologic abnormality. Endometrium: secretory phase. Myometrium: no significant histologic abnormality. Uterine serosa: no significant histologic abnormality. Left ovary: cystic follicles. Right fallopian tube: no significant histologic abnormality. Left fallopian tube: no significant histologic abnormality. Uterine weight: 130 grams. Negative for malignancy. Clinical information: result: history of ovarian cyst, lysis of adhesions, abnormal bleeding. Gross description: result: received fresh, labeled with the patient's name and "uterus, cervix, left fallopian tube and left ovary, small portion of right fallopian tube (essure bilateral)," is a 130 gram(uterus and cervix weight only), 9.9 x 6.0 x 4.6 cm intact hysterectomy specimen with attached left fallopian tube and ovary and a portion of right fallopian tube. The left ovary is 17 g and measures 3.6 x 3.4 x 2.5 cm with an attached fallopian tube (7.0 cm long, 0.5 cm diameter). The ovarian surface is tan-pink and smooth and the cut surface reveals multiple thin-walled cysts filled with a clear serous fluid and ranging from 0.2 cm up to0.5 cm in greatest dimension. The fallopian tube is tan-pink and smooth and sectioned to reveal a 0.1 cm pinpoint lumen. A fimbriated end is present. The portion of right fallopian tube is 2.2 cm in length by 0.6 cm in diameter. The fallopian tube is tan-pink and smooth and sectioned to reveal a 0.1 cm pinpoint lumen. Complications: none. [Pregnancy test] on (B)(6) 2014: negative. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history and lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C06461) for permanent contraceptive tubal implant. The patient had a medical history of wisdom teeth removal, penicillin allergy, bacterial vaginosis, adhd, anxiety depression and smoker. Previously administered products included: tylenol. The patient had a family history of ovarian cancer, diabetes, hypertension and colon cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (s/p robotic-assisted laparoscopichysterectomywith left-sided salpingo-oophorectomycystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021. Tailing coils: right was 4, left was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: specimen: tissue, uterus, cervix, left fallopian tube, and left ovary, small portion right fallopian tube (essure bilateral). Final diagnosis: result: a) uterus with cervix, left fallopian tube, portion of right fallopian tube and left ovary, total. Hysterectomy with bilateral salpingectomies and left oophorectomy: cervix: no significant histologic abnormality; endometrium: secretory phase; myometrium: no significant histologic abnormality; uterine serosa: no significant histologic abnormality; left ovary: cystic follicles; right fallopian tube: no significant histologic abnormality; left fallopian tube: no significant histologic abnormality; uterine weight: 130 grams; negative for malignancy. Clinical information :result: history of ovarian cyst, lysis of adhesions, abnormal bleeding. Gross description: result: received fresh, labeled with the patient's name and "uterus, cervix, left fallopian tube and left ovary, small portion of right fallopian tube (essure bilateral)," is a 130 gram(uterus and cervix weight only), 9.9 x 6.0 x 4.6 cm intact hysterectomy specimen with attached left fallopian tube and ovary and a portion of right fallopian tube. The left ovary is 17 g and measures 3.6 x 3.4 x 2.5 cm with an attached fallopian tube (7.0 cm long, 0.5 cm diameter). The ovarian surface is tan-pink and smooth and the cut surface reveals multiple thin-walled cysts filled with a clear serous fluid and ranging from 0.2 cm up to0.5 cm in greatest dimension. The fallopian tube is tan-pink and smooth and sectioned to reveal a 0.1 cm pinpoint lumen. A fimbriated end is present. The portion of right fallopian tube is 2.2 cm in length by 0.6 cm in diameter. The fallopian tube is tan-pink and smooth and sectioned to reveal a 0.1 cm pinpoint lumen. Complications: none. [Pregnancy test] on (B)(6) 2014: negative. Lot number: c06461. Production date: 2013-12-13. Expiration date: 2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.